Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in a pre-existing edwards surgical valve. Immediately after the surgical valve was fractured and the s3ur valve was deployed, the s3ur valve exhibited moderate central regurgitation. Eleven days post intervention, the patient underwent a successful valve-in-valve procedure with another 23mm s3ur valve. Per report, the mean gradient was elevated at 25mmhg and the valve area was 0.8cm^2 prior to the second s3ur valve being implanted.